Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting oversensing/noise. Sensing integrity counter (sic) and several short v-v intervals were noted. An alert was triggered for non-sustained ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.